Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while performing the subcuticular closure during a fulkerson osteotomy procedure, the device caused several patients at their 4th week follow-up to show tissue degrading at surgical site. No additional information provided. Patient status at the time of this report is unknown.